Event description:
Customer reported that she replaced the batteries on her insulin pump and the display did not return. Customer stated that there was a crack inside the battery compartment. It was noted that the blank display did return after the insertion of a new battery. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.